Event description:
It was reported that during a surgical procedure at the user facility the sponge tag came off during the case, and the tag was retained in the surgical site. An x-ray was performed in an attempt to locate the missing tag. The tag was removed the next day during a previously-scheduled follow-up procedure. There was a delay of unknown length to look for the tag. No adverse consequences were reported.

Manufacturer narrative:
The device was returned without the data matrix tag. The failure was confirmed, but testing of sample product by soaking in varying temperatures of saline could not re-create the detachment issue. (B)(4).

Event description:
It was reported that during a surgical procedure at the user facility the sponge tag came off during the case, and the tag was retained in the surgical site. An x-ray was performed in an attempt to locate the missing tag. The tag was removed the next day during a previously-scheduled follow-up procedure. There was a delay of unknown length to look for the tag. No adverse consequences were reported.